Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for another indication. Three days after the peritonitis onset, the patient was treated with injection vancomycin (1gm/ every 2 days/ for 4days), injection meropenem (1gm, every 2day/ for 4days) for peritonitis. On an unknown date, the patient recovered from the peritonitis. On an unknown date, pd therapy was stopped, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.